Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a smartablate¿ system rf generator and the generator continued to ablate a few seconds above the cut-off temperature. Initially it was reported that the temperature on the tip of the catheter immediately reached 45 degrees celsius when starting to ablate with the catheter. Therefore, it was not possible to deliver sufficient power to the tissue. The catheter was replaced. The procedure was continued. There was no patient consequence reported. The ablation catheter being used was the celsius thermocool (us catalog #: di7tcflrt / lot #: 30071023m). The temperature issue described was assessed as not reportable as there was no information provided that the cut off values were exceeded. Therefore, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information on the event was received on (B)(6) 2019. The generator continued to ablate above the temperature cut-off value for a few seconds. The generator stopped ablation after the temperature cut off values were exceeded. The generator was set to power control mode. The temperature cut off was set to 47 degrees celsius. Per the additional information received stating that the generator continued to ablate above the temperature cut-off value, this issue was assessed as a reportable malfunction. The awareness date is reset to (B)(4) 2019.

Manufacturer narrative:
The manufacturing record evaluation was provided on may 23, 2019. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no internal action related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2019 on the event and the generator product information. It was confirmed that the ablation continued for several seconds after reaching the cut-off. Carto was not used in this case. The generator was set to power control mode. Initially the generator information reported was d 1. Brand name ¿smartablate¿ system rf generator¿ / d4. Catalog ¿unk_smartablate generator¿ / d 4. Serial was left blank as unknown. However, additional clarification was provided on the product. The updated product information is d 1. Brand name ¿smartablate¿ system rf generator¿ / d4. Catalog ¿m4900107¿ / d 4. Serial g4c-3422. Therefore, populated d 1. Brand name, d 2. Common device name, d4. Catalog, d 4. Serial, d4. Unique identifier( UDI), g 1. Manufacturing site name, g 1. Manufacturer site addr. Street line 1, g 1. Manufacturer site city, g 1. Manufacturer site state code, g 1. Manufacturer site zip code, g 1. Manufacturer site country code and g 1. Manufacturer site postal code. Additional information was received on(B)(6)2019 providing the manufactured date. Therefore, field h4 manufactured date has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter (afl) procedure with a smartablate¿ system rf generator and the generator continued to ablate a few seconds above the cut-off temperature. Initially it was reported that the temperature on the tip of the catheter immediately reached 45 degrees celsius when starting to ablate with the catheter. Therefore, it was not possible to deliver sufficient power to the tissue. The catheter was replaced. The procedure was continued. There was no patient consequence reported. The ablation catheter being used was the celsius thermocool (us catalog #: di7tcflrt / lot #: 30071023m). Additional information was received on the event. The generator continued to ablate above the temperature cut-off value for a few seconds. The generator stopped ablation after the temperature cut off values were exceeded. The generator was set to power control mode. The temperature cut off was set to 47 degrees celsius. Carto was not used in this case. The generator was set to power control mode. Repair follow-up was performed and the device was not shipped for service. Service was declined. Complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device serial number (B)(6) and no internal action related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).